Event description:
It is reported that in 1995 the patient underwent right total knee replacement using zimmer I/b ii products. Post-operatively, in 2001, x-rays confirmed increasing varus deformity suggesting increasing wear of the medial compartment of tibial plateau. Exchange of the tibial component with plateau wedge was recommended. Shortly following the right knee was revised where it was found that the tibial stud had fractured and the metal strut within the tibial plastic had rubbed against the associatedd metal creating metallosis. No loosening of any of the components was noted. I/b ii products were again implanted.